Event description:
A customer contacted baxter's technical service center on (B)(6) 2012 regarding a check heater line alarm that appeared on the homechoice (hc) unit. This event occurred during use during dwell 2 of 3 while the patient was connected. The care giver stated that the heater line came loose from the heater bag and had started to drip solution. The technical service representative (tsr) assisted the cg with ending the therapy. The tsr advised the cg to start over with all new supplies and to inform the patient's registered nurse about the incident. There was patient involvement, but there was no patient injury or medical intervention associated with this event. On (B)(6) 2012, baxter followed up with the home patient's wife. She confirmed the events and stated that they had ended the therapy and finished therapy with manual supplies. She confirmed that the connection was loose. There were no samples or lot numbers available. The hp is okay and has continued with therapy.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed. The root cause was use error - incomplete connection. The label review found the labeling adequate for the use error in this complaint.